Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that air bubbles were observed within the cartridge tubing. Customer's blood glucose level was subsequently elevated to 480 mg/dl with high ketones, resulting in a trip to the emergency room (ER) where customer was treated with intravenous fluids of saline and insulin. A supply change was performed to resolve the issues and customer was released from the ER the following day.